Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak of blue green fluid inside the slide tray of the coulter lh 750 slidemaker instrument. The source of the leak could not be identified. The material safety data sheet (msds) was not reviewed. The lab's exposure control or risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There were no patient results affected by this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec field service engineer (fse) contacted the customer and instructed them to power off and on all units. The system was working properly after it was reset. The customer could not identify the source of the leak. Root cause for the leak is unknown. (B)(4).